Manufacturer narrative:
Attempts were made to request information from the physician, the physician refused to answer any additional questions regarding this event. The event date used was the date that medtronic became aware. Unable to obtain the actual event date. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown amount of time post implant of this mitral bioprosthetic valve, the patient died due to a ventricular perforation that the surgeon attributes to the valve. The valve remains implanted.